Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced ventricular fibrillation during support. The patient required cardioversion to return to normal sinus rhythm. The patient continued on support until the device was successfully weaned.